Event description:
It was reported by service report that the scale read minus 22 pounds. The customer could not determine if there was pt involvement of if there were adverse consequences to report.

Manufacturer narrative:
Result: calibration.